Manufacturer narrative:
Additional information: the reported issue was reviewed by medtronic personnel. The review found that the issue is subsequently an adverse event and appropriate fields have been updated.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that the issue could be replicated. To restore functionality to the navigation system, the positioning sensor unit (psu) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu was returned to the manufacturer for evaluation. Testing found that the psu would not power on when attached to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, communication between the camera and the navigation system could not be established. It was reported that the site opted to reschedule the procedure for the next day. It was reported by the representative that the surgical area of the patient's anatomy was exposed. It was reported that the procedure was completed the next day with no adverse event to the patient. There was no reported delay to the procedure due to this issue. No additional information was provided.